Manufacturer narrative:
Due to the late reporting by the customer, they could not send ts or photograph of event.

Event description:
At the time of integrity testing the clinimacs tubing set starting leaking at the clamp site.